Event description:
The complainant reported an underdelivery. It was reported that the intended delivery was 144ml at a rate of 36ml/hr over a period of 4 hours; however, the patient actually received 50ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.